Manufacturer narrative:
Investigation revealed that there was no system malfunction. A review of case logs from the system indicate that the pre-operative registration contained large shifts that would render the registration unusable to the user for the procedure. The ap shots contain a large amount of hardware, particularly the dynamic reference base (drb), within the shot which may have hindered the system's ability to register the flat panel fluoro fixture (fpff) images as well as perform the pre-operative registration. The lateral shots appear to have low shot quality which will make it difficult for the software to properly identify anatomy of interest within the image and register them accordingly. Ultimately, the user opted to abort the use of excelsiusgps and proceeded with the case via traditional methods. No adverse effects to the patient were reported. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot. This event occurred in germany.